Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed intermittent low flow alarms. The center reported that the patient experienced af (atrial fibrillation), which resulted in the vad (ventricular assist device) flow being diminished. A direct correlation between the reported cardiac arrhythmia and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) could not be conclusively established through this evaluation. The system controller event log file contains data from 09:16:39 through 13:19:12 on (B)(6) 2021. Intermittent low flow events were captured throughout the file, resulting in 4 total low flow alarms. For these events, calculated average flow ranged from 2.3-2.4 lpm and calculated pulsatility index (pi) average was slightly elevated, ranging from 9.7-10.9. Overall, calculated average flow ranged from 2.3-4.0 lpm and calculated pi average ranged from 4.6-10.9. For the duration of the file, the pump operated as intended at the set speed. It was reported that the patient felt dizzy in the morning, with ECG af (atrial fibrillation). Mean blood pressure was 70mmhg. The aortic valve was opening every cycle. It was later reported that an echocardiogram was performed but no pump malposition or pump obstruction was found. The patient was asymptomatic and the device reportedly operated as expected. It was later reported that the arrhythmia resulted in the vad flow being diminished. The af existed prior to the vad implantation. External defibrillation was done in the hospital. The arrhythmia was not sustained. The patient remained stable and will continue with routine care. The patient remains ongoing on hm3 lvas, serial number (B)(4). The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. This IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted a few times he was dizzy in the morning. Mean blood pressure was 70mmhg, an ECG showed atrial fibrillation, an echo showed the aortic valve opening every cycle and no significant atrial regurgitation. The arrhythmia caused diminished vad flow and was treated with external defibrillation in the hospital. The arrhythmia was not sustained and existed prior to the patient's vad implantation. The patient is currently stable and will continue with routine care.